Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The patient's attorney did not allege any specific device failure and no specific post-operative complications were alleged. A sample was not returned for further evaluation. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010 - the patient was diagnosed with a uterovaginal prolapse, stress urinary incontinence (sui) and underwent a vaginal vault suspension using a bard/davol bard flat mesh and a burch procedure. Attorney alleges unspecified adverse patient outcomes associated with use of device.